Event description:
Alleged patient revised due to mom complications: elevated cobalt and chromium ion level, hip paint, fluid collection. Allegedly there was corrosion by the neck-stem junction; synovitis and clean out the corrosion surrounding the prosthesis- right

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01150, -01151, -01152.